Event description:
The customer observed a small drop of water above the power supply of the alinity I processing module. There was evidence of fire that affected the power supply only. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service inspected the analyzer and replaced the main power supply, processing module which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer¿s service history was performed and found no subsequent issues had been reported. A review of tracking and trending of the alinity I processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the main power supply, processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, sn (B)(6), or the main power supply was identified. The main power supply, processing module(a-30103383-02) did not fail to meet performance specifications or otherwise perform as intended at the customer site as the issue occurred due to water coming into contact with the part.